Manufacturer narrative:
The lens was only partially inserted. The lens was not implanted. (B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and no damages in the lens haptics were detected. The complaint issue for haptic damaged (distorted) and partially delivery were not verified in the returned complaint unit. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zcb00 diopter 23.5 intraocular lens was not fully implanted due to a distorted haptic, the lens was retracted. An incision enlargement was required. No sutures were required and no vitrectomy was performed. The zcb00 lens was removed and a non-amo lens was inserted. No post-operative complications were reported.